Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to dislodgement during a device change out. The patient was stable before during and after the surgery.